Event description:
It was reported that the ilet user experienced hypoglycemia following a meal announcement that overestimated the carbohydrate amount for a meal that was actually smaller than usual, which triggered an urgent low glucose alert at a blood glucose of 50 mg/dl. Symptoms included hypoglycemia and diaphoresis. Outcomes included self-treatment with oral carbohydrates and subsequent upward glucose trend without need for medical intervention. Investigation included troubleshooting and user education regarding meal announcements and appropriate categorization of smaller meals. Investigation of this case revealed user error in meal size announcement leading to insulin dosing not matched to actual intake, with no device malfunction identified. It was concluded, based on established findings for similar reports, that the cause was use error related to meal announcement accuracy.